Event description:
It was reported, the patient has lost weight and as a result is experiencing discomfort at the ipg site which is located in the right flank area. The patient is requesting an explant. Follow-up identified the patient hasn't used the scs system since a fall (reference MFR report #1627487-2013-24392 and 24393) surgical intervention may occur at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.